Event description:
It was reported to boston scientific corporation that a stonetome¿ was used in the papilla vater during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the tip of the stonetome device came out of the scope with correct orientation but there was a difficulty orienting it correctly within the proximal raised site of the papilla vater. It was exchanged then with a non bsc device in order to continue the incision. Then the common bile duct stone(s) was removed using the retrieval balloon of the stonetome, and the procedure was completed. Post procedure, the patient complained about abdominal pain. A CT scan was performed and revealed that there was a perforation in the bile duct located directly above the papilla vater. The patient went to surgery. The perforation was sutured to complete the surgical procedure. In the physician's assessment, there was no malfunction of the device used during est that could have caused the perforation since the perforation area was located on the upper portion of the incision; rather, the cause could possibly be due to an operational problem as a result of the longer distal tip of this device. Therefore, since the tip was longer than in other devices the physician uses, when it was inserted for est, the device could have come into contact sharply with the bile duct. The patient's condition at the conclusion of the procedure was reported to be stable and was reported to be good as of (B)(6) 2014.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. A visual and functional examination of the complaint device could not be performed as the device was disposed and not returned for analysis. The device history record review found the device met all manufacturing specifications. Labeling review was performed and no anomalies were found. Based on the available information, the issue was reported inside the patient and during the procedure, therefore, it is possible that due to anatomical and/or procedural factors encountered during the procedure, performance was limited and may have contributed to the issue noted. Therefore the most probable root cause is operational context.